Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, a consumer received a blood glucose result of 203 mg/dl on their blood glucose meter. The consumer then performed another test getting a result of 81 mg/dl on the same blood glucose meter. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.